Event description:
It was reported that during a lap colectomy procedure, kept getting error code on the generator, did not specify which code it was. This happened on both shears. 3rd one worked well and completed the case. No patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error code was received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.